Event description:
It was reported that the lead exhibited intermittent high impedance. Visual inspection found that the lead was fractured and the conductor cables were exposed outside the insulation.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis found that a portion of the lead was returned. Insulation abrasions were noted from 13.4cm to 13.7cm and from 15.4cm to 15.7cm from the connector pin. The rv cables were broken at 15.7cm from the connector pin. The abrasions found are consistent with friction to the ICD can. Other text : na.